Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was a slight bent in the middle of the bur. There was no biological contamination or residue on the device. Under the magnification, there were striations and scratches on the shank. The outside diameter of the shank measured 0.0577 inches. The outside sleeve diameter actual measurement .062 (±.001) and measured 0.061 inches, and actual bur length measurement 3.850 (+.015, -.010) and measured 3.847 inches. Functionally, the bur assembly fitted securely into skeeter handpiece and ran at minimum 1000rpm with wobbling results. As the rpm speed increased between 2500rpm to 16,000rpm still showed wobbling. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the burs were wobbling. There was no patient involved.